Event description:
It was reported that during an initial hip arthroplasty, the liner alignment ring became lodged in between the shell and the liner after impaction. The liner and broken ring were removed and a new liner was implanted without any further complications.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: catalog number: 110010267. Lot number:65375054. Brand name: g7 multihole shell. Catalog number: 110024465. Lot number:111870. Brand name: g7 dual mobility liner 46mm g. Multiple reports were submitted along with this report: 0001825034-2022-01654. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
No further event information available at the time of this report.